Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is completed.

Event description:
The customer called reporting that based on the reading of 300mg/dl that she rec'd on their freestyle meter, she increased her insulin injection and became nauseated, shaky, sweaty, and had trouble sleeping. She called an ambulance and was taken to the hosp where based on the reading that was obtained on a hosp's meter of unknown brand of 100 mg/dl, she was treated with a glucose injection. The customer also mentioned that she eventually lost consciousness, but didn't specify when it happened.